Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
The patient had a competitor total knee. The doctor revised her total knee for pain. While taking out the implants the doctor noted the cement didn't bond to the tibial and femoral components. The patient was revised to a triathlon ts revision total knee.

Manufacturer narrative:
An event regarding implant loosening involving an unknown bone cement was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as no items were returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated not enough information to solve this case while from the available documentation it is not even clear that stryker devices were involved anywhere in the arthroplasty. The implanted knee devices were certainly non-stryker as made by (B)(4) while the type of bone cement used in primary arthroplasty was not specified. So, could be involved but even that¿s not clear. Conclusions: the exact cause of the event could not be determined based on the limited information provided. It is not known if the bone cement is stryker cement. Further information such as cement product details, pre- and post-operative x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
The patient had a competitor total knee. The doctor revised her total knee for pain. While taking out the implants the doctor noted the cement didn't bond to the tibial and femoral components. The patient was revised to a triathlon ts revision total knee.